Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a lamis 14ga x 30cm infiltration cannula was broken at the hub and developed a leak pre-operatively. There was no patient involvement, no adverse event reported.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 16042902 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).